Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va326lk implanted: (B)(6) 2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 22-jul-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2025 (B)(6) (con): information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that the patient reported that the implanted device was not working. Patient stated that they can't adjust it if they changed it. Patient also stated that" it only works with one lead, and it looks like the leads need to be replaced". (B)(6) 2025 (B)(6) (con): additional information was received from the patient. They reported that their ins was not working for a month only 1 lead was working. Patient had CT scan and xray and it shows that the ins was not on the right place. Patient said if further information is needed to contact their hcp. Patient said that their ins will be removed and replaced on (B)(6) 2025.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va326lk, implanted: (B)(6) 2025, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va326lk, implanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they had the trial done in january and it worked well until they were implanted with the permanent device. Caller stated with the permanent device they never felt the stimulation in their bicycle seat area , but always felt it in their but cheek and thigh area. Caller stated that they tried all the different programs and the issue was persistent on all programs except one. Caller stated that the stimulation was set too high causing their toes to curl , their leg to cramp causing them to fall. Caller stated that the hcp took at CT scan of the device and told them that they ins was dislodged. Caller wanted to know what percentage of patients experience this issue. Agent reviewed clinic summary information with the caller. Agent reviewed various different patient activities they should avoid to reduce the likelihood of causing component fracture /dislodgement. Caller stated that they already have a surgery scheduled next week to get the device removed/replaced.